Event description:
A customer contacted physio-control to report that on/off button on their device was not responding. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing user interface and system pcb assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Replaced parts are not available for the further evaluation. The cause of the reported issue was isolated to the user interface and system pcb assemblies, however further root cause could not be determined.

Manufacturer narrative:
Due to character limitations initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that on/off button on their device was not responding. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.